Event description:
Pt wound drain removed by md. Drain tip did not appear to be intact. Physician examined drain and stated "redress opening and we will watch it". Area dressed with gauze and foam tape. Pt subsequently presented back to hospital for I&d of infected wound. X-ray showed that tip of drain broke off when removed and was retained inside the wound.